Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by changing out the infusion set and cartridge. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.